Manufacturer narrative:
As reported, patient felt very sick post implant of galaflex for 2 years. The information provided is limited to the social media post, no case and product specific information was provided. Based on the information provided no conclusion can be made as to what if any extent the galaflex caused or contributed to the patient feeling sick for 2 years post op. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (13-jun-2024) is considered to be a best estimate based. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the patient underwent a 50k breast lift with galaflex and an internal bra. It was reported that post implant of the mesh the patient felt very sick for the following two years beginning immediately after the surgery.